Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. Data analysis was requested. Additional information indicated that the device exhibits premature battery depletion. Diagnostic data for this device confirms that the device's power consumption has been steadily increasing over the past year or more. Device replacement was suggested. Subsequently this device was explanted and successfully replaced. No addtional adverse patient effects were reported.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. Data analysis was requested. Additional information indicated that the device exhibits premature battery depletion. Diagnostic data for this device confirms that the device's power consumption has been steadily increasing over the past year or more. Device replacement was suggested. Subsequently this device was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the device memory noted no fault codes or resets. Longevity calculations were performed and an increased rate of power consumption was confirmed. Analysis confirmed this device appeared to be exhibiting behavior consistent with a high current condition associated with the low voltage capacitors. This high current condition depleted the device battery faster than normal.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. Data analysis was requested. Additional information indicated that the device exhibits premature battery depletion. Diagnostic data for this device confirms that the device's power consumption has been steadily increasing over the past year or more. Device replacement was suggested. To date, the device remains in service. No adverse patient effects were reported.